Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon separation was confirmed. The investigation was unable to determine a conclusive cause for the reported balloon separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial medwatch report, the following additional information was received: the returned device analysis revealed that blood and contrast were in the inflation lumen indicating that the device was used. The site reporter was contacted and confirmed that the device was inserted into the patient anatomy. An attempt was made to inflate the balloon; however, the balloon would not inflate. Upon removal, the missing balloon was noted. No balloon remnants in the patient anatomy were observed. No resistance was noted during advancement or withdrawal. There was no resistance noted during removal of the protective sheath/stylet. Reportedly the device was prepped outside the anatomy prior to insertion. Another brand of non-compliant balloon catheter was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the before use, a 3x12mm nc trek rx balloon dilatation catheter (bdc) balloon was not on the catheter. Reportedly the balloon was noted to be missing upon removal from the box. The device was not used and there was no patient involvement. The lesion was treated using an unspecified balloon. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.